Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received, indicating that the implantation per secundam was performed on (B)(6) 2017 without incidents, and the patient is doing very well.

Manufacturer narrative:
Sample has been received by a company representative but has not yet been received at the manufacturing site for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge and delivery system history records could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that when the iol started to advance in the cartridge during a cataract removal with intraocular lens (iol) implant procedure on a patient's right (od) eye, the doctor observed that a piece of the iol haptic detached and landed in the eye, while the rest of the iol remained in the cartridge. The surgeon removed the cartridge from the eye with the iol, and also removed the haptic piece from the eye. In three weeks, the patient is scheduled for iol implantation per secundam. It was noted that the patient's eye was looking "really good" at the one-day postoperative visit. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Haptic damage was observed. The customer indicated the use of a qualified cartridge and handpiece. There are no other complaints in this lot. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).